Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. There was no blood in or on the delivery tube. The slide lock was engaged and the plunger was not depressed on the delivery device. The seal and tension spring assembly remained inside the loading device. The following measurements of the delivery tube were taken: the inner delivery tube diameter was measured at .197 inches , the outer diameter was measured at .219 inches. The length of the delivery tube was measured at 2.50 inches . The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was confirmed. Specific actions for the failure mode are being documented in maquet's corrective and preventive actions.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm jammed up on itself while loading. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Heartstring jammed up on itself while loading (by roysden). Pt not affected. Scrub techs - (B)(6). Off pump CABG.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm jammed up on itself while loading. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Heartstring jammed up on itself while loading (by (B)(4)). Pt not affected scrub techs - (B)(6). Off pump CABG.